Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the left main artery which had no tortuosity, no calcification, and 90% stenosis. An intravascular ultra sound was performed and then the flexi-cut was delivered toward the lesion. However, during the second cut at 2 atm, the balloon ruptured. A new flexi-cut was used and the procedure continued. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusion summation - product performance engineering has reviewed the case description; however, the device was not returned for analysis. Balloon ruptures may occur due to, but are not limited to, manufacturing, materials, patient anatomy, lesion morphology, preparation technique, and/or device handling. It was reported that the target lesion had 90% stenosis, which may have contributed to the failure. Since the device was able to be prepared for use, and used for one cut, the failure may be related to circumstances during the procedure. However, without the return of the device, the reported discrepancy can not be confirmed, and a root cause can not be definitively determined.